Event description:
Iab inserted 12/11/96 for cardiogenic shock, status post mvf. Later that day, iab catheter alarmed and approx. 30 minutes later the nursing staff noticed blood in the tubing. Iab was removed and not replaced.